Manufacturer narrative:
The customer reported using the incorrect size breast shield, which caused inflammation and bruising on the areola. This issue returned when the customer was also using the correct breastshield size. The customer requested help with the breastshields and pump. Advice was given regarding breast shield measurements. The customer noted that 'at a later date' she developed mastitis and received antibiotics. The customer has not alleged that the pump has caused mastitis, but believes that it did cause inflamation and brusing. Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although some evidence points to a higher rate of occurrence in women using breast pumps versus those who are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump use causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer was offered a refund on the return of her product, however, to date the customer has not responded with regards to returning the pump. If any further information is determined from this investigation, a follow up report will be sent.

Event description:
Customer reported on (B)(6) 2024 from the UK that the elvie pump caused bruising and inflammation of the areola after using an incorrect size breastshield in error, this resolved within a few days. The customer then stated that she returned to using the correct size breastshield, which was fine for a while, but then the brusing and inflammation returned. The customer responded to requests about medical intervention by stating that she 'ended up with mastitis, however, this was after the bruising and inflammation had gone down'.